Event description:
It was reported that during central processing, the force bipolar instrument had a frayed wire. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base causing breakage on the conductor wire. Conductor wire is fully broken and not only frayed as reported by the customer. The broken grip tip piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing off-label surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.